Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the patient/layperson alleged that her onetouch ultra2 meter began prompting error 5 at 6pm 2 days prior. Because the patient was unable to obtain a blood glucose result, she reportedly injected less insulin, 6-8 units of humalog. The patient did not provide her daily or usual amount. The patient reportedly did inject the required 32 units lantus that night. By 12 pm in the next day, the pt was thirsty, fatigued, and having frequent urination. The patient denied receiving medical attention or treatment. Because cca was unable to resolve the alleged issue, the products were replaced. The complaint is reported due to the patient's allegation of having symptoms that reflect hyperglycemia after being unable to test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.